Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater for an unspecified amount of time, with no continuous glucose monitor (cgm) sensor readings. Additionally, it was reported that the pump touch screen was cracked, unreadable, and unresponsive. Furthermore, it was reported that a cartridge did not fit onto the pump. There was no reported adverse impact to the customer's blood glucose level. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.